Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. Hemorrhage is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported hemorrhagic conversion was an anticipated procedural complication. The hospital disposed of the device.

Event description:
The patient underwent a thrombectomy procedure using a penumbra system 3max reperfusion catheter (3max). During the procedure, there were problems navigating into the intracranial vessels so trans-radial access was required. Recanalization was unsuccessful using the penumbra system so the physician completed the procedure using a non-penumbra device. There were no complications and no reported malfunction with the penumbra system. A follow-up non-contrast computerized tomography (ncct) was performed after the procedure and revealed an intracerebral hemorrhage (ich). Another ncct performed on postoperative day 1 ((B)(6) 2014) showed the ich was still evident. The patient did well clinically and was discharged on (B)(6) 2014. A follow-up was done on (B)(6) 2014 and showed that the patient had neurologic improvement since the time of discharge. The ich was reported as a ''hemorrhagic conversion'' and was reviewed and adjudicated by the committee to be a non-serious adverse event, possibly related to the penumbra system, and the angiographic procedure, and definitely related to the index stroke. It was also reported that the pattern and evolution of hemorrhage suggested a possible vessel perforation in addition to petechial hemorrhage.